Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that upon delivery of the product on april 15, 2024 it had damage. The comb of the mesher was bent. There was no patient involvement. Diligence is complete. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This MDR is a duplicate of 0001526350-2024-00484. The initial and final reports were created in error and should be voided. This MDR is being filed to relay additional information. The following sections were updated/corrected.

Event description:
This MDR is a duplicate of 0001526350-2024-00484. The initial and final report were created in error and should be voided.